Manufacturer narrative:
(B)(4).

Event description:
(B)(4)the dentist reported near 3 months after the dental implant was installed in the intra. Oral region #29, it was verified its non osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii.